Event description:
It was reported that device got stuck in stent occurred. The 95% stenosed 28mm length and 3.0mm diameter target lesion was located in the severely tortuous and severely calcified left circumflex coronary artery. During percutaneous coronary intervention, opticross imaging catheter was selected for use. However, when the device was used after stent placement, it got stuck in the middle to the distal side of the stent. The opticross imaging catheter was removed and the procedure was completed with another of the same device. There were no patient complications nor injuries were reported. The patient's condition is good and has been discharged from the hospital.